Event description:
Leak was detected after 2 hrs intubation. Description of complaint: leak was detected after 2 hrs intubation. It was not possible to reintubate the pt, the anaesthetist proceeded to several careful aspirations till the end of the intervention.